Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Additional information received: how was the post-op bleeding identified? * a scope was performed. Was any buttress used? If so, what kind? * no buttress. Was there any difficulties using the device intra-operatively? *no. Rep was in room. Overheard surgeon suggest it was a really thick stomach how many days postoperative was the bleeding identified? Within 12 hours. What was the total estimated blood loss (ml)? *unknown. Was a transfusion required? *no. How was the bleeding addressed? * gave a shot of epinephrine . What was the pre and postoperative anti-coagulant and pain management protocol? * anticoagulant was lovenox. Was the bleeding intraluminal or extraluminal? * intraluminal. Any clips, clamps, or graspers near the area where the device was being fired? *no please provide a timeline of events. What colored cartridge was used? * all blues. What was the exact anatomical structure that the bleed occurred on? * don¿t know.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025 d4: batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the post-op bleeding identified? Was any buttress used? If so, what kind? Was there any difficulties using the device intra-operatively? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. What colored cartridge was used? Exact anatomical structure was the bleed on? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of a sleeve gastrectomy procedure that the patient was brought back to the or, patient was coughing up blood. Surgeon noticed that the proximal end of the staple line near the atrium was "pulsating" with an internal intraluminal bleed. Surgeon gave the patient an unknown injection where the staple line was "pulsating" to resolve the bleeding. Patient is currently doing fine.